Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the difficulty inserting the device into the anatomy; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a coronary diagnostic procedure. Reportedly, the proglide device was advanced into the artery over a guide wire. The guide wire was removed and the proglide was attempted to be completely advanced into the anatomy; however, could not be advanced. The proglide was re-wired and removed from the anatomy. No resistance was felt during advancing onto the guide wire or when the proglide device was re-wired and removed from the anatomy. Hemostasis was achieved using an angioseal device. There were no reported adverse patient sequelae. No clinically siginificant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.